Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm diameter thoracic aortic aneurysm and dissection approximately four weeks ago. The proximal aorta was 41 mm in diameter and 17 mm in length. The distal aorta was 34 mm in diameter. It was reported that the stent grafts were implanted in zone 1, covering the left common carotid and left subclavian arteries. An arch bypass procedure was also performed. Following the procedure the patient did not recover from anaesthesia and the physician thought there may be a cerebral infarction. The patient developed renal failure and paraplegia. The patient's blood pressure could not be controlled and the patient passed away. The primary cause of death was due to embolism caused by cholesterol and multi organ failure. The physician commented the cause of the embolism was related to the procedure, not the device, since they implanted in zone 1. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, paralysis, cva, renal failure, emboli), patient's condition affected effectiveness of device (embolism caused from coverage of the carotid artery, multi-organ failure). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (embolism caused from coverage of the carotid artery, multi-organ failure).